Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the apollo generated a ventilator fail alarm during use. There was no injury reported.

Manufacturer narrative:
The dispatched fse could determine during on-site check of the device that a temporary problem with the sensor that monitors the inspiratory pressure has occurred during the procedure in question. A recalibration of all pressure sensors was performed. The unit passed all consecutive tests and was returned to use. A log file analysis carried out by the manufacturer confirms the initial expertise - the self-monitoring function detected a disconnection of the inspiratory pressure sensor. The device is designed to respond with a shut-down of automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and other monitoring functions remain available. There was no injury to the patient. The field failure rate for the particular sensor is far below 0,1% and considered acceptable.

Event description:
Please refer to initial MFR. Report #9611500-2018-00040.